Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device remains implanted.

Event description:
The patient underwent manipulation under anaesthetic.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding arthrofibrosis involving a triathlon insert was reported. The event was not confirmed. Device evaluation and results: not performed as no items were returned as they remain implanted. Medical records received and evaluation: no results of procedure are known, neither long term outcome. X-rays show an adequate implantation of the triathlon knee with good reconstruction of relevant anatomic parameters. A mua within 3-months post arthroplasty such as in this case is a procedure-related event without any device-specific association and the components remain to be implanted without current indications for revision surgery. The stiffness problem after knee arthroplasty has no correlation with the specific knee device but is an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion formation. This problem is procedure related and has no specific device related aspects. As such, this pi case is not device related. Device history review: there were no reported discrepancies for the referenced lot. Complaint history review: there were no other similar events for the reported lot. Conclusions: medical review indicates that the stiffness problem after knee arthroplasty has no correlation with the specific knee device but is an inherent problem of the procedure of knee arthroplasty requiring extensile exposure in a joint that easily becomes the subject of adhesion formation. This problem is procedure related and has no specific device related aspects. A CAPA trend analysis was conducted for the reported failure mode and concluded arthrofibrosis may result from other factors not necessarily related to the device.

Event description:
The patient underwent manipulation under anaesthetic due to stiffness. Update: the patient is in the (B)(4) study for their right knee. This manipulation under anaesthetic due to stiffness was for their left knee.